Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. Spaceoar placement was performed after brachytherapy on the same day. The patient was hospitalized on february after brachytherapy and external irradiation was performed but it got discontinued for a week with about 15 more irradiations left. On (B)(6) 2021, computerized tomography (CT) scan was performed and it showed that the right seminal vesicle was enlarged. A gel-like substance was pulled from the seminal vesicle, but it was less than 1ml. As of (B)(6) 2021, the physician thought that there was gel in the seminal vesicles based on the computerized tomography (CT) image, but it was confirmed that the gel was in the correct place and that there was no inflammation of the seminal vesicle. The patient had a 38 degrees fever, elevated c-reactive protein (crp) level and minor infection. The patient fever was treated with antibiotics and laparoscopic drainage. The patient was reported to be stable and external irradiation will resume soon. The patient received brachytherapy with less than 110gy, external beam radiation: 27gy (1.8gy per 1 therapy).